Manufacturer narrative:
(B)(6). The implanted device remains and the patient's date of birth is unknown. This report is filed on november 26, 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (type and dosage not reported) due to an infection at the abutment site. Implanted device remains.